Event description:
It was reported that during a laparoscopic procedure, the device's blade fell off and was able to be retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient. There was no other information or contact available. The device was discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.